Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips the battery would not charge. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. The customer contacted philips and said they performed troubleshooting and identified the battery needed to be replaced. A replacement battery was requested. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Many good faith efforts have been made to obtain additional information from the customer however there was no response. The resolution and disposition are unknown.